Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone. Data not available. Cloud - omnipod 5 software app version. Data not available. Cloud - smartphone operating system. Data not available. Cloud - smartphone hardware. Data not available. Cloud - cgm sensor type. Data not available.

Event description:
It was reported that the needle did not deploy, and the patient's blood glucose level was 8.8 mmol/l (158.4 mg/dl). The pod was worn less than an hour, and no adverse patient impact was reported.

Manufacturer narrative:
The pod was received not deployed. The download data shows that the pod was received in pod state 15 and delivered 0 pulses, indicating that the pod did not complete activation after being filled by the user. Inspection of the fluid path components confirmed that the pod was filled with the fill rod shorting both fill sensor springs. No damages or defects were present that would prevent the pod from completing activation and the needle mechanism deploying as intended.